Event description:
It was reported that an unspecified cot would not raise. An evaluation has been requested but has not yet been performed. No patient involvement or adverse consequences were alleged to have occurred as a result of the alleged event.

Event description:
It was reported that an unspecified cot would not raise. The product was not made available to stryker for evaluation. No patient involvement or adverse consequences were alleged to have occurred as a result of the alleged event.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.